Manufacturer narrative:
Results - a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - without a sample, an absolute root cause for this incident cannot be determined. No samples available.

Event description:
Per report, a bd pen needle broke off in customer's abdomen during an injection. The needle was surgically removed. The customer denies reuse.

Manufacturer narrative:
(B)(4).